Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug at an unknown dose and concentration via an implanted pump. The indication for use is also unknown. On (B)(6) 2015 it was reported that when the pump was refilled there was more drug in the pump than what the programmer said due to the patient not using their boluses. Further follow up was done to determine patient and drug information,the cause of the volume discrepancy, if there were any symptoms related to the event, and if any troubleshooting was done.